Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, damaged cable or exposed wires) was confirmed. As received, the electrode belt failed incoming functional testing. The cable connecting the distribution node (dn) to rear therapy electrodes (te) was found to be pulled from the strain relief and detached from the dn pca. The cause for the test failure and check therapy pad messages was the pulled cable. The root cause of the pulled cable cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
The doctor of a (B)(6) male pt contacted a zoll territory manager to report that the pt's electrode belt kept alarming. Zoll customer support was notified and dispatched a pt service rep (psr) to assist the pt. While with the pt, the psr reported that a cable on the electrode belt was pulled from the distribution node. The pt was issued a replacement electrode belt.